Event description:
Additional information received reported the patient was at the emergency room with worsening symptoms. Although they had met with their manufacturer representative on 2015-(B)(6) to turn the device off the patient was still experiencing shooting pain, cramping and burning all around their body. The patient stated they wanted the device removed.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) felt hot after recharging. All of the sudden the patient stopped feeling any stimulation on the monday prior to the report. The patient noticed a low battery screen on their programmer the monday prior to the report. They initially thought the programmer batteries were low so they replaced them but then they realized the screen was saying the ins battery was low. The patient thought that was strange because they had charged 4 days prior to seeing the screen and got the ins full screen. As charging the patient felt something hot inside their butt but it wasn¿t their skin. They charged half on (B)(6) and then did the rest of the charging on (B)(6). Recharging was uncomfortable and after a few hours it stayed feeling hot. The ins was still hot for hours after recharging and the patient had a warm feeling at their pocket. After they recharged their programmer worked again. The day prior to the report the patient noticed that their ins battery was down 50% and felt uncomfortable so they shut off their implant. They were concerned because their ins was not staying charged and felt hot. The patient noted that they had an MRI for their lower back and brain on (B)(6) but they turned off their ins for the MRI. The patient started feeling the elevated temperature at their pocket site following the MRI. They also had a second MRI taken about a week later. The ins was noted to be in MRI mode for both scans. The patient met with a manufacturer representative on (B)(6) 2015. Recharging statistics were pulled and they indicated that none of the recharging sessions had exceeded 36.6 degrees celsius. The recharging statistics indicated that charging was working normally. The impedances were checked and were normal. With electrode 0 used as the reference electrode the impedance range was 790 to 995 ohms. The group impedances were: d1 411 ohms 12.879 milliamps d2 402 ohms 13.414 milliamps. The patient had felt constant warmth at the pocket site when the device was on but it was warmer during recharging. They had also been feeling warmth during the 10 to 12 days prior to (B)(6) when the device had been off. During the meeting on (B)(6) the patient saw the ins battery icon blinking on their programmer but this was resolved by changing screens on the programmer. At the time of the report the cause of the event was undetermined. The patient was still able to charge successfully but they felt a heating sensation. The patient noted that they had some ongoing infections in their body and were on antibiotics. The patient was redirected to their doctor to check the battery site for a possible infection. The stimulation was off at the time of the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)